Event description:
It was reported that the patient was admitted to the hospital after received inappropriate therapy. An increase capture was observed. X-ray found lead dislodgement. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.